Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that there was a cassette error when attempting to lock a cassette on. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was broken, and the device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem and found ?cassette not attached properly". To conduct functional testing the device was powered up and the self-tests were performed. Upon review, the reported problem was unable to be duplicated. The problem was verified in the history log but the root cause is undetermined. The service history review identified no indication that the complaint was related to a service of the device within the review period.